Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead stored noise episodes few days after the pacer changeout procedure in 2013. The patient was asymptomatic and all electrical parameters were in range. No intervention was performed.